Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the customer's reported application during replication that would have led to the reported issue. The customer reported that they did not receive the reset password e-mail while attempting to reset their password to access the libre2 app on their device. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified application issue was reported with the adc device in use with iphone (unknown model) with unknown ios operating system version, app version unknown. The customer was unable to access their freestyle librelink account due to a password reset error. As a result, the customer was unable to monitor glucose readings and experienced symptoms of hypoglycemia. The customer had contact with a pharmacist who provided apple juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified application issue was reported with the adc device in use with iphone (unknown model) with unknown ios operating system version. The customer was unable to access their freestyle librelink account due to a password reset error. As a result, the customer was unable to monitor glucose readings and experienced symptoms of hypoglycemia. The customer had contact with a pharmacist who provided apple juice for treatment. There was no report of death or permanent impairment associated with this event.